Event description:
Pt reported infusion set tubing separating at the luer lock. His blood glucose was elevated into the 400's mg/dl. Pt stated that he experienced symtpoms of nausea. He noticed leaking from the luer lock and immediately changed the infusion set tubing. Pt's blood glucose returned to his normal range of 100-130 mg/dl one hour later. No medical assistance was required. He indicated that the product had been discarded, therefore product was not requested to be returned for eval.